Event description:
Our distributor has alleged that during the surgery, the item "blew up". Part of the item was retrieved completely from the body of the pt. The surgery was able to finish with another item that was available.

Manufacturer narrative:
Additional info will be provided once investigation is completed.